Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The provider states the left motor is making a very loud noise and after some time, will start to smoke.

Manufacturer narrative:
Additional/updated information was added to reflect the left motor/gearbox assembly being returned to the manufacturer for evaluation; however, subsequent testing could not verify the complaint. Per the initial evaluation, brush noise was detected during the bench test, but no smoke or smell of smoke was detected. The strain relief was broken as well as the connector, but it was still able to be plugged into the controller. The broken piece was in the box, indicating it could have broken during return shipping; however, there was no visual damage to the shipping box. An expanded evaluation was performed. The expanded evaluation report confirmed that the connector port was broken, the strain relief was pulled out, and also that there was a small cut in the insulation of the motor cable. During functional testing, no loud or unusual noises were observed nor was there smoke coming from the motor. However, it was found that the parking brake pad was not fully mechanically releasing which prevented the gearbox output shaft from maintaining a steady speed. The cause of the failure was determined to be dust accumulation between the brake pad and back plate.

Event description:
The provider states the left motor is making a very loud noise and after some time, will start to smoke.